Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported a "possible ph (paradoxical hyperplasia) case" after treatment to the flanks with curve 120 applicators, inner thighs with flat 125 applicator, and surface 150 applicators, outer thighs with flat 125 applicators, and surface 150 applicators, lower abdomen and mid abdomen with curve 120 applicator, and curve 150 applicators with the coolsculpting elite system. Healthcare professional later reported "areas have hard tissue present and appear enlarged and bulbous", "abdomen hard and enlarged. Hard pockets present with soft borders.", "the outer thighs are really hard and you can notice where applicator was placed. Inner thighs are more bulbous and have hard tissue surrounded by soft borders. Has a hard lump on leg where applicator was placed." And "areas look enlarged". Treatment areas on (B)(6) 2024 and (B)(6) 2024 included the abdomen, inner thigh, outer thigh, and flanks. The provider diagnosed ph to the bilateral - upper abdomen, bilateral - lower abdomen, bilateral inner thigh and bilateral outer thigh, and bilateral flanks on (B)(6) 2025. Device remains at the user facility.